Event description:
A male pt contacted lifecor customer support to report that as of two days ago his battery pack would not start the monitor. He stated that he has only been using one battery pack and charges this battery pack when someone is available for monitoring. Support sent the pt a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack has been completed. The reported problem was confirmed. The cause of the "battery charger fault" flags was a blown fuse within the battery pack. The root cause of the blown fuse is not known, but was likely random component failure. The blown fuse was replaced. The battery pack was retested and restocked. No adverse event resulted from the faulty battery pack. The pt received a replacement battery pack.